Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 485 mg/dl and was taken to the hospital for assistance. Customer stated that her insulin pump was alarming no delivery. Customer stated that she had cancer and diabetes and she was having chemo. Customer stated that chemo makes her real sick and she was continuous vomiting and was dehydrated. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.